Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device battery does not hold the charge. There was no patient involvement. Based on the information available, root cause of the reported issue is due to the defective battery. Device is working fine as per manufacturer's specifications after replacement of defective battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.